Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. G.4. Applicable 510k numbers are k182589; k980987. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
The following information was provided by the initial reporter: the following was reported via email: over the past few weeks, we have noticed an issue with two bd syringes: there is a black discoloration on the "syringe wings" (which cannot be scraped or wiped off) that looks as though the plastic in that area has melted or burned. In both instances, the batch number is as follows: 2603057. Are you aware of this issue? What is the nature of the problem? We have set the syringes aside in the event that you wish to arrange for their collection.